Event description:
Pt being transported via tub chair on carrier by 2 cnas. Chair slid backwards onto the floor. It happened very fast. Pt was on floor with head, torso, buttock on floor with legs over frame/seat of chair. Pt has pain/soreness head/neck, right thigh.